Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine pulse generator change out procedure, it was noted that the right atrial lead had a small tear and was twisted. The physician put a suture sleeve around the site of the abrasion and tested the lead. The lead exhibited normal electrical values, so the physician elected to continue using the lead. The patient would continue to be monitored.